Manufacturer narrative:
Integra has completed their internal investigation on august 1st, 2017. Results: evaluation of returned device; during investigation the following was observed: evaluation verified customer information as valid. No vibration causes the roll pin from the yoke is broken. Head assembly is damaged. Guard clip is missing. Drive gear assembly is damaged. Pinion gear and motor shaft bearing is damaged. Some small parts are wasted. DHR review; no abnormalities related to the reported failure. The devices manufactured during this period passed all required inspection points with no associated ncmr¿s, variances or rework. Complaints history; a two year look back from 07/21/2015 to 07/21/2017 for this reported failure using the key words " vibration " for product ID ap0001 shows that no additional complaints were received. No new design or manufacturing trends have been identified. This issue will be monitored. Conclusion: unit was manufactured in 2002. Upon service investigation there were many parts which were damaged and worn. Root cause is attributed by user not keeping proper maintenance of the device and wear and tear over time in use.

Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information.

Event description:
It was reported that the dermatome has no vibration and cuts the skin, the skin graft failed. Additional information received on june 20, 2017: during auto graft of thin skin, the dermatome did not work during use. No abnormal noise but not possible to have graft of the left leg. The blade blocked 3 times which conducted to 3 wounds over derma level. Issue detected several times. Consequences: scars on left leg / use of another dermatome.